Event description:
Litigation alleges pain, abnormal blood test results, and bone and tissue damage.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/10/2014 - medical records were obtained. Medical records indicate metal debris and a significant amount of fibrotic metal stained tissue. Dob was identified. The complaint and associated mdrs were updated. No change to the MDR decision. Complaint was updated on 03/20/2014.